Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. With trace ketones. Customer called hcp for advice. Hcp identified ketones level as life threatening. Additionally, it was reported that an altitude alarm occurred. Customer declined troubleshooting from tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.